Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep that, during a labral repair, the surgeon prepped the bone using an 1.8 drill flexible drill. When the surgeon was inserting the ar-3638, fibertak, the tip of the shaft broke. The surgeon was unable to retrieve all of the pieces. The surgeon malleted the broken piece flush with the implant. The case was completed using ar-1934bcf-2.